Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and verified the alleged malfunction and determined there was a leak in the pneumatic module assembly. The stm replaced the assembly and the iabp passed all calibration, functional and safety tests and was returned to the customer for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump was in use on a patient it generated a gas loss alarm. No patient harm, serious injury or adverse event was reported.